Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, the commander delivery system balloon ruptured at time of deployment of a 29mm sapien 3 valve.  The valve and delivery system were removed. A new delivery system and valve were used to complete the procedure successfully. The patient had tortuous anatomy.  Patient stable throughout and successfully transferred to recovery post procedure. The patient's native annular calcification was mild, the leaflet calcification was mild to moderate, the inflation volume was 35ml and the implanters elected to add volume to achieve a good seal. In troubleshooting with the implant, the physicians believe the balloon catheter was twisted in side of the flex catheter which happened as the team tried to manipulate the delivery system around the arch. The force of the inflation fluid pushing through what we believed was the kink in the balloon catheter and what is thought to have ruptured this seam.

Manufacturer narrative:
The device was not returned for evaluation. Imagery of the patient anatomy and a photograph of the complaint device were provided by the complaint site. From the imagery, it can be seen that the descending aorta contained some tortuosity. From the photograph, it can be seen that the crimp balloon was torn proximal to the I/c bond. As such, the complaint for ¿balloon ¿ torn¿ could be confirmed. A review of lot history revealed no other complaints related to ¿balloon ¿ torn¿. A device history review did not reveal any manufacturing issues that would have contributed to the event. Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ torn¿ was confirmed. Due to the unavailability of the device, engineering was unable to perform any functional or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Since no issues were reported during de-airing, it is likely that the damage to the balloon was not present out-of-box. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. If the operator performed the valve alignment process in a tortuous anatomy (the patient was noted to have tortuous anatomy per complaint description), it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, it was reported that ¿the balloon catheter was twisted in side of the flex catheter which happened as the team tried to manipulate the delivery system around the arch¿ and that an additional 2 ml was used in inflation. As such, it is alternatively possible that additional pressure from the twisting of the balloon catheter and the excessive inflation volume during the attempt to inflate placed excess stress on the crimp balloon, causing it to tear. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. However, available information suggests that patient/procedural factors contributed to the reported event. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required at this time.